Manufacturer narrative:
The device was returned and the evaluation found that the power switch was damaged. The battery was also drained and the video connector had a lock failure. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the video system center had the power not turning on. The issue was found during preparation for use and was completed with the same device. There were no reports of patient harm as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. A definitive root cause could not be determined as the event could not be reproduced. Olympus will continue to monitor the field performance of this device.